Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the device cut? Please confirm the cartridge product code (ecr60) was listed.

Event description:
It was reported that during a gastric bypass procedure, the clamp didn't work with the cartridge. No staples delivered. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Event description:
The device did not fire. It did not cut or staple.